Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in a calcified common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, resistance was felt during removal of the plunger and the suture broke. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number. Evaluation summary: analysis was performed on the returned device. The reported suture detachment was not confirmed/replicated in a testing environment as the suture, posterior needle tip, posterior cuff were not returned for analysis. The reported difficulty removing the plunger was not confirmed as it was likely based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.